Manufacturer narrative:
Update 02/14/17-added patella product. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the newly added patella because the required lot code was not provided. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). See section d for product information received. Depuy synthes has been informed that the lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address implant wear and clunk noise. Clinical der states patient was revised to address instability. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient began to experience increasing pain in their knee. Upon revision minimal polyethylene synovitis was found. Upon evaluation of the patellar component there was a wear mark on the patella and there was subsurface oxidation and delamination.